Event description:
It was reported that during reprocessing, the gastrointestinal videoscope was cleaned and disinfected using a reprocessor with a broken cleaning connector. The issue occurred during reprocessing for an unspecified procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the reportable malfunction could not be confirmed. Based on the results of the investigation, and although the device was not returned to olympus, it is likely that the connector was broken due to aging. A hard object may have hit the connector, or stress was applied to the connector when attaching/detaching the connecting tubes and subsequently the connector was broken; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: instructions for oer-3 rev. 10 operation manual chapter 3 ¿inspection before use¿ section 3.2, ¿inspecting the connectors¿ describes the following. Therefore, the subject event is detectable/preventable. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution: connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Furthermore, IFU for the subject endoscope warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.